Event description:
It was reported that us cathena 22gx1.00in winged bc had a safety mechanism failure. The following information was provided by the initial reporter: material no.: 386881 batch no.: unknown it was reported that the 22g 1" cathena catheter safety did not engage when off of catheter. Verbatim: customer unsure if she forced the white part off of catheter hub prior to safety or if it freely came off. She was able to safety after detached from catheter.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that us cathena 22gx1.00in winged bc had a safety mechanism failure. The following information was provided by the initial reporter: material no.: 386881 batch no.: unknown. It was reported that the 22g 1" cathena catheter safety did not engage when off of catheter. Verbatim: customer unsure if she forced the white part off of catheter hub prior to safety or if it freely came off. She was able to safety after detached from catheter.